Event description:
(B)(4). My ob-gyno of 16yrs. Recommended me to get the essure instead of a tubal ligation advising me that it was safer. Since the procedure I have had numerous hsg procedure done due to the left side no closing. Which causes chronic pain, heavy bleeding and clots, nausea, headaches, chronic congestion (8mos. Now), depression and joint pain. I have complained at every hsg appointment and the doctor always states my issues are not from the essure. I stayed on my menstrual cycle for 3 months straight with heavy bleeding. I informed the doctor the first month and he stated it was my birth control and he changed. The second month I was still menstruating and I was depressed and annoyed because my doctor was not listening. The third month another hsg and (B)(6) stated that one of the coils was in my uterine cavity. Which was causing the constant bleeding. Dr. (B)(6) removed the coil by just pulling it out (not sure if that was safe) but ok. My periods are normal but still heavy bleeding and blood clots bigger than the side of a half of dollar. To this day 1 year and 3 months later I have regretted getting this procedure done my life has been hell. My emotions are all over the place my husband thinks I don't love him because I have no desire to have sex and my kids thinks I'm crazy because I yell all the time. For the most part, my doctor finally listened and after (B)(6) 2016 I will be e-free but bayer will pay for the hell it has put me and my family through.